Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise that was reproducible. On (B)(6) 2015, the lead was capped and replaced. No further information was available.

Manufacturer narrative:
(B)(4).